Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately (B)(4) units of insulin during the load sequence. The same cartridge was reloaded to resolve the issue. Customer¿s blood glucose level ranged from 378-379 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.